Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms as well as loss of capture (loc). The patient reported not feeling well. The lead remains implanted. To date, no adverse patient effects have been reported.

Event description:
Additional information received indicates that this cardiac resynchronization therapy defibrillator (crt-d) and lv lead exhibited high pacing thresholds. A revision procedure was done to replace the lv lead with another endocardial lv lead. However the new lv lead did not capture tissue at maximum outputs, so another procedure was scheduled to place an epicardial lv lead. At the first procedure, the lv lead was observed visually through fluoroscopy, however no lead damage was observed. Additionally, it was noted that the lv lead appeared to be fully inserted into the crt-d and the setscrews were fully tightened in the device header. At the second procedure, the crt-d was explanted and the lv lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.